Manufacturer narrative:
Correction: "required intervention to prevent permanent impairment/damage (devices)" should also have been selected for b2.

Event description:
New information noted that the rv lead exhibited failure to capture and failure to sense. The patient had a pericardial effusion. Patient condition was stable after procedure.

Manufacturer narrative:
Correction: section h6 medical device problem code should not include "failure to capture" and "failure to sense". It should include "capturing problem" and "device sensing problem".

Event description:
The rv lead exhibited inappropriate capture and unspecified sensing issue.

Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient's right ventricular (rv) lead had perforated. Perforation was confirmed via chest x-ray. The rv lead was explanted and replaced with new lead. There were no patient consequences and patient was recovering.